Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. Product return and further information is requested and product will be evaluated after receipt. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced a dental implant fracture and the implant was removed.

Manufacturer narrative:
Additional FDA coding being added after investigation of device. Adding additional health effect - clinical code: 2377. This is a follow up report to add this additional code. Device received for this event is being corrected from unknown atis ev implant catalog # unk atis ev implant to osseosp.profileev 4.2ps-11mm catalog # 25442. This is a follow up report for this corrected information. Correcting lot # from unk to 413735. This is a follow up report for this corrected information. Correcting UDI # from ni to UDI # (B)(4). This is a follow up report for this corrected information.